Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 353-354 mg/dl. Customer went to the emergency room (ER) and was instructed to consume water to treat bg. After 4 hours, customer left ER feeling good; bg was 343 mg/dl. Customer reverted to using insulin pens for insulin therapy.